Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that something weird was happening with their stimulator. The patient said normally when they turn it on or turn it up a bit, they felt it right in the center of their body internally. However, for the last week, they had felt their stimulation all the way on the left side of their body just below their heart and all the way down. The patient reported that the signal was very strong and came out of the blue. They said they normally felt it in the center, but this last week it had been completely to the left. The patient also said they were going through a number of instances where they were leaking a lot. The patient stated that they had been leaking since on (B)(6). Every time they go to the bathroom, they had to change a pad because they had little leaks and there had been times when they had a big leak. The patient also stated that their healthcare provider (hcp) started them on a pill. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.